Event description:
It was reported that the smartpass feature was noted to have disabled due to low signal amplitudes for this electrode and subcutaneous implantable cardioverter defibrillator s-ICD). Technical services (ts) reviewed stored device data, and noted a low signal amplitude, noise and slow rate. Ts discussed the morphology along with multiple premature ventricular contractions (pvcs), led to intermittent undersensing. Ts suggested re-enabling the smartpass feature at the next in-clinic follow up. Subsequently, inappropriate atrial fibrillation (af) episodes were stored due to continued pvcs and t-wave oversensing. Ts discussed potential troubleshooting options. Additional information was received that the physician was considering a system revision. Ts discussed verifying system position/placement before revising. Later, the entire system was explanted but not replaced. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the smartpass feature was noted to have disabled due to low signal amplitudes for this electrode and subcutaneous implantable cardioverter defibrillator s-ICD). Technical services (ts) reviewed stored device data, and noted a low signal amplitude, noise and slow rate. Ts discussed the morphology along with multiple premature ventricular contractions (pvcs), led to intermittent undersensing. Ts suggested re-enabling the smartpass feature at the next in-clinic follow up. Subsequently, inappropriate atrial fibrillation (af) episodes were stored due to continued pvcs and t-wave oversensing. Ts discussed potential troubleshooting options. Additional information was received that the physician was considering a system revision. Ts discussed verifying system position/placement before revising. Later, the entire system was explanted but not replaced. There were no additional adverse patient effects.